Event description:
It was reported that during a reprogramming session, the patient was experiencing shocking sensation on the left side, pain near the top incision and felt like the lead was poking out. Database analysis revealed that high impedances were confirmed. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-2317-70 (B)(6). The returned lead was analyzed and found that visual and x-ray inspection revealed multiple cables were completely broken at the bent or kinked location of the lead. The lead got kinked after it exits the click x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the complaint of high impedance and shocking sensation have been confirmed. It appeared that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Manufacturer narrative:
Exact date unknown, event occurred after the initial surgery in (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that during a reprogramming session, the patient was experiencing shocking sensation on the left side, pain near the top incision and felt like the lead was poking out. Database analysis revealed that high impedances were confirmed. The patient underwent a lead replacement procedure and was doing well post-operatively.